Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon interrogation, inappropriate therapy due to post-sense t wave oversensing was observed. Noise was present on stored egms. Low hv lead impedance was also noted. At explant, lead to can insulation abrasion was noted.

Manufacturer narrative:
External insulation abrasion was noted at 10.9-11.7cm from the distal tip, consistent with lead friction another device or feature of the heart. External insulation abrasion was noted at 37.4-38.1cm, 48.4-48.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 35.4-36.2cm and 46.6-47.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. This is consistent with the observation from the field of low hv lead impedance.